Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hysterectomy procedure, the tissue pad fell off relatively early in the case. Unknown if the tissue pad fell into the patient. Another like device was used to complete the procedure. There were no adverse consequence for the patient.